Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 30-sep-2021, intuitive surgical, inc. (Isi) obtained the following information from the author in response to follow-up attempts. The author noted the following, "I am in communication with our administration if I have to answer your questions and if you are allowed to ask them as there was no mis- or malfunciton of any intuitive product." No further information was obtained. The cause of the reported thermal injury to the bowel remains unknown.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Unable to conduct system or instrument log review due to lack of site, system, procedure, and instrument detail. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: while there is insufficient information provided to suggest that an intuitive product malfunctioned, nor is there any confirmed site, procedure, da vinci system, or da vinci instrumentation information, it was alleged that a thermal injury to the bowel occurred. At this time, the severity of the thermal injury and the root cause of the alleged complication is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Multiple product information fields are unknown due to limited product information being provided. Due to lack of product information, (510k no.), and (mfg date) are not available. Implant date (2020 reports) is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510k (2020 reports) and adverse event are not applicable.

Event description:
On 08/29/2021, intuitive surgical, inc. (Isi) became aware of a scientific reports article titled, ¿indications, feasibility and outcome of robotic retroperitoneal lymph node dissection for metastatic testicular germ cell tumours¿ (ohlmann, c. H., saar, m., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: ¿¿bowel injury occurred iatrogenic due to thermal injury.¿ there is no specific allegation that a malfunction of a da vinci system, instrument, or accessory occurred.